Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 6696930 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device was removed and replaced with saline mentor style 2000, 350cc device 35, serial number (B)(4), lot number 7570788, filled to 390cc on (B)(6) 2018. The patient had undergone right breast lateral and inferior open capsulotomy. The implant was found to be completely deflated. The patient tolerated the procedure well. There were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The replacement device was saline mentor smooth round moderate plus profile 350cc. The date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/30/18, it was reported to mentor that the patient presented with a deflation. Noted decreased size. No trauma or incident. The patient was not hospitalized. On 07/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, 6696930-071, lot 6696930. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 350cc breast implants and experienced deflation on the right breast implant. The deflation was confirmed by the physical exam by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.